Event description:
Pt brought back to or for partial dehiscence of the abdominal incision. When pt opened, surgeon found two #1 sutures that were used for closure of peritoneum had surgeon knot intact but suture was broken at loop. New suture of #1 suture were opened, when surgeon pulled they snapped. Co removed entire box of that lot #, and opened a new box. These did not break. Entire box of first sutures were removed. Manufacturer called. Suture box picked up by sales person and sent to MFR for testing.